Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 600 mg/dl and was taken to the emergency room. Reportedly, the customer was in the emergency room for 9 hours and treated with a fast acting insulin injection.